Event description:
It was reported that the pump exhibited primary audible alarm failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were removed or missing on the bottom case and plunger assembly upon receipt. The right plunger case was cracked. An error code was found in the event history log (ehl). Functionally, a power up and audio test was performed during which the customer reported problem of primary audible alarm post error at power up, could not be duplicated. The audio test performed revealed no product problem. The root cause could not be determined as no problem was found. No repair was needed due to no problem having been found. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).